Event description:
A rep of a laser center reported that during vitrectomy surgery, the light source turned itself off more than 10 times. They rebooted and the surgery was completed after a delay of more than 15 minutes. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system, cleaned and replaced the filters. The system was then tested and met product specifications. No samples were returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).